Event description:
- -

Event description:
Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis. Upon removal, visual inspection revealed no abnormalities of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed fault code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a low-voltage fault code. An internal technical service consultant was contacted and provided a memory download for review. It was determined the fault code indicated three daily voltage measurements below the threshold of 3.025 volts. No other fault or resets were stored within the device memory. Therapy delivery appeared unaffected. A longevity calculation revealed power levels within nominal values. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, a replacement procedure will be performed in the near future. When this device has been removed and returned, analysis will be performed.